Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a kink on the balloon shaft due to packaging, the crimp balloon was torn adjacent to the I/c bond, compression was seen on the flex shaft. The guidewire lumen, inflation balloon and distal nose tip were separated, (proximal portion of the guidewire lumen was not returned), the valve was on the inflation balloon, balloon bunching was seen on the distal end of the valve, the balloon legs flared out, and there were gouges on the flex tip. Functional testing was unable to be performed due to the condition of the returned device. Dimensional analysis found the balloon double wall thickness on the crimp balloon along the balloon separation to meet specifications. The complaints for balloon torn, delivery system withdrawal difficulty though the sheath, and distal tip/nose tip separation were confirmed based upon the visual inspection of the returned devices. The crimp balloon was torn adjacent to the I/c bond. The inflation balloon was bunched distal to the valve, which may have occurred after the balloon tore and the valve was aligned to the distal marker, and/or during the attempt to withdraw the delivery system through the sheath. In addition, the balloon legs were flared out and the distal end of the delivery system was separated, indicating withdrawal difficulties were experienced. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformance's. A review of manufacturing mitigation's supports that the balloon and delivery system have proper inspections in place to detect issues related to the balloon tears or delivery system withdrawal difficulties. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The observed gouges on the flex tip supports the presence of valve diving during valve alignment. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Thv retrieval was attempted through a non-edwards sheath, after performing valve alignment. The crimped thv aligned on the inflation balloon has a larger profile than the crimped thv on the crimp balloon. As a result, it is possible that the larger thv profile could be more difficult to retrieve through the non-edwards sheath. In addition, if the access vessels were tortuous, this could create challenging angles and cause non-coaxial alignment of the delivery system during retrieval, which could also cause the delivery system/valve to catch on the sheath tip and create withdrawal difficulties. The flared balloon legs indicate that they likely caught on the distal tip of the non-edwards sheath. If withdrawal difficulties were experienced, it is also likely excessive force or manipulation was applied during delivery system retrieval, which can cause the guidewire lumen to separate from the y-connector. The complaints for balloon torn, delivery system withdrawal difficulty though the sheath, and distal tip/nose tip separation were confirmed based upon the visual inspection of the returned device. No manufacturing non-conformities were identified in the returned sample. In this case, the reported complaint events can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the august 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time. However, at management discretion, a product risk assessment for balloon torn was previously initiated for risk assessment.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause for the balloon rupture cannot be determined; however, procedural factors (valve alignment through a non-edwards sheath, removal of the delivery system/valve) may have caused the torn balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, the patient got a symetis valve but it was implanted too aortic resulting in a pvl grade 3. Therefore it was decided to implant a sapien 3 valve (valve in valve) as bail out by tf approach through the still inserted cook sheath. After the valve alignment in the descending aorta, a balloon rupture was noted. It was attempted to pull the valve back into the cook sheath but it was not possible. Therefore it was decided to remove the commander and valve surgically. The devices were successfully removed and the patient was stable in ICU. It was decided not to attempt another valve in valve and reassess once the patient fully recovered. The patient was discharged home in good condition.